Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after the pump was dropped in the swimming pool. A compromised force system sensor alarm was also received. Customer indicated that issue occurred when a new reservoir was loaded in the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done but the pump was stuck in the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed prime error during prime test due to faulty force sensor. The motor passed motor test. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. The insulin pump had cracked case at display window corner and cracked belt clip slot at battery tube threads area.